Event description:
Pt had a new pacemaker and lead inserted on 5/7/93. Pt has had a problem with the pacemaker since implant (shoulder jerks when pacing). The lead had perforated the myocardium and was in the pericardium. This happened at implant. The lead was not able to be removed, so it was left in the pt and capped. A new lead was placed. The same pacemaker generator remains in pt.